Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was going to bolus for a snack but she does not see a reservoir icon, it has black dot, and it does not let her bolus. Blood glucose reading 212mg/dl. No power alert found in alarm history. Customer stated it was less than 24 hours from the low battery alert to the off no power alert. The customer states the battery was not previously used. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power in less than 24 hours after low battery warning. New battery resolved the issue. The customer will be sent a new battery cap. The insulin pump will not be returned for analysis.